Event description:
It was reported about 3 weeks ago, extravasation happened after 50ml of the infusion, they checked blood return first and no problem. PICC was placed (B)(6) 2021. Poor access 2nd cannulation attempt for insertion but only taking up 10% of vein lumen (good) inserted 37cm right upper basilic. PICC was working on day of treatment and extravasation after 50ml cisplatinum (B)(6) 2022.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1537 showed two other similar product complaint(s) from this lot number.